Event description:
It was reported that the safety valve did not open. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the safety valve pull magnet. The replaced part was not returned for investigation. Provided ventilator logs confirms a failed safety valve test during pre-use check. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. Since the replaced part was not returned for investigation, the root cause of the event has not been determined. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).